Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The lesion characteristics and location are unknown. The apex monorail 15mm x 2.00mm ruptured during post dilation of a non bsc stent. The number of inflations and to what atms is unknown. The procedure was completed with a different device. There were no patient complications or injuries reported. The patient status is listed as 'good'.